Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the common iliac artery. The absolute pro 8.0/80mm self-expanding stent was deployed in the aorta in error rather than the common iliac vessel. The stent remains in the patient and the doctor is going to monitor the patient. The patient was treated with an absolute pro 8/80 mm to complete the procedure. No additional information was provided.